Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user lowered the laser power and also performed a biopsy prior to the ablation procedure. The biopsy was flushed with a solution. There were no patient complications reported in relation to this event.